Event description:
The user facility reported their verify sixcess integrating indicator evidenced failing results after being processed in a third party sterilizer. Instruments present in the sterilizer were utilized in patient procedures. No report of injury.

Manufacturer narrative:
A class 6 challenge pack was present in the sterilizer at the time of the reported event and evidenced passing results. As the class 6 challenge pack evidenced passing results the user facility released the instruments for use. A standard cycle was run for 4 minutes at 132ºc when the reported event occurred. The cycle parameters were in specifications during the time of the reported event. The user facility stated that the third party sterilizer was operating properly and no issues were noted. The indicator subject of the reported event was sent back to steris for evaluation. Evaluation results indicated that the indicator showed signs of exposure to abnormally high temperatures. An indicator may experience overheating if it is positioned against the plastic film of the pouch or if an instrument is placed on top of it. The instructions for use states, "place the verify 270f 4 indicator in the center of each pack to be sterilized." The instructions for use further states. "Upon cycle completion, follow departmental procedure for load release. Confirmation of indicator performance should take place at the time of pack use. Prior to the user of the sterilized items within the pack, remove the indicator and compare its color with the blue/purple color standard indicator. Please refer to the color reference guide for examples of pass and fail." Steris performed in-service training on the proper use and handling of the indicator.